Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead after device replacement. The pocket was opened again and the connection was checked but impedance measurements were still high. Subsequently, shock was delivered and the impedance measurements went back to normal range. Normal impedance measurements were also observed after the pocket re-closure. The ICD and the rv lead remains in service. No additional adverse patient effects were reported.